Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was dislodged. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.